Event description:
Boston scientific neurovascular became aware of an event in which the subject device got cought at the hub of a renegrade 18 micocatheter and it detached. No complications were reported to have occurred with the patient during this event.